Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0d. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm anomaly noted. Pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.